Event description:
The customer reported that the system would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an online investigation. The hard drive was replaced and the system software was reloaded. The system was then found to be operating as intended.